Event description:
It was reported that the system 6800 would not initialize intermittently, and at times, there was no image. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A field investigation by a ge representative was scheduled and then cancelled. Pending software upgrade should eliminate the malfunction. Software will be installed when available.